Event description:
The device was connected to the pt through a defibrillation/ECG electrode cable and combination electrodes of unknown manufacture. Reportedly, when defibrillator energy was discharged to the pt, an arc was seen between the cable apex lead wire and one of the applied combination electrodes. The pt was said to have rec'd a burn at this time, but the location and degree of burn was not reported. Pt outcome was not reported. The rptr stated there were no adverse affects to the pt resulting from the discrepancy, based upon a review of the pt record.